Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bumpy, itchy rash under the ECG electrodes and the back therapy electrode pads. The patient's doctor advised to use (B)(6) or (B)(6) cream on the irritation. During follow-up it was reported that the patient was in the hospital and that the rash had improved.